Event description:
It was reported that the customer had a blank display on the insulin pump. Customer current blood glucose level is unknown. Customer states after battery change pump alarmed error and battery drained. Troubleshooting was performed but display did not return to the insulin pump. Insulin pump will be returned and replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. Unable to perform the displacement test due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.